Event description:
It was reported that this implantable cardioverter defibrillator delivered inappropriate anti-tachycardia pacing and 2 electric shocks across 2 different episodes due to atrial fibrillation with rapid ventricular response. Therapy was not exhausted. Reportedly, the patient has not been taking some of his medications due to insurance coverage issues. Further review by the electrophysiologist/cardiology was recommended by boston scientific technical services. There is no evidence there were any actions taken for the device at this time. The device remains in service. No additional adverse patient effects were reported.